Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. A smart pass disabled episode was noted. Technical services (ts) was consulted, discussed reprogramming to another viable sensing vector and other reprogramming options. This patient was scheduled for an in-clinic check; troubleshooting will be performed in order to find the most viable sensing vector and other reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. A smart pass disabled episode was noted. Technical services (ts) was consulted, discussed reprogramming to another viable sensing vector and other reprogramming options. This patient was scheduled for an in clinic check, troubleshooting will be performed in order find the most viable sensing vector and other reprogramming option this s-ICD system remains in service. No additional adverse patient effects were reported.